Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, as it is a duplicate complaint, (duplicate of (B)(4)) as a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) was leaking. There was no patient involvement.